Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having intermittent difficulty charging the pump despite the attempt of multiple wall adapters. Customer reported blood glucose level was 194 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy.